Manufacturer narrative:
On 5/2/2017 - we have requested the device be returned to the manufacturer. To date, we have not received the device. On 7/14/2017 - manufacturers narrative: sample was in new condition. Plug cover still on unit, unit did not seem to be used. Cord was still wrapped as we wrap at the factory - so it was never unrolled during any use. Returned on 6/6/2017. The consumer stated in her claim she used the heating pad on her butt and it started getting very hot and got bad burns which turned into blisters. It was purchased in (B)(6) 2017. Survey was apparently not read or filled in incorrectly. One of the questions was "did you wrap the cord around product while not in use" her answer was yes, but cord was not unwrapped from factory. Pad does not appear to have been used at all.

Event description:
On (B)(6) 2017 - the consumer alleges to have received a burn on her buttocks. The consumer was laying on top of the product while in bed. Medical attention was received.

Manufacturer narrative:
On (B)(6) 2017 - we have requested the device be returned to the manufacturer. Do date, we have not received the device. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 - the consumer alleges to have received a burn on her buttocks. The consumer was laying on top of the product while in bed. Medical attention was received.